Event description:
The pt underwent replacement of a synchromed pump in 2000. The catheter was left in place for intrathecal infusion of baclofen for intractable spasticity. The length of catheter was not known to the hcp who replaced the pump. The hcp programmed the new pump to deliver the same rate as the old pump, without the priming bolus. The pt experienced increased spasticity and pain. The pt recovered within two days after pump replacement and after the drug reached the end of the catheter.